Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was approximately 200 mg/dl, and the meter bg reading was 789 mg/dl. As a result of the inaccuracy, the customer experienced a high bg with high ketones that a health care provider determined to be dangerous and life threatening. The customer administered a correction bolus via the pump to address the bg, however, the customer lost consciousness and fell due to the high bg. The customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the ICU on (B)(6) 2021 with no permanent damage, and the issue resolved. No additional patient or event information was available. A root cause could not be determined.